Event description:
Correspondence received reported the replacement of rv lead since it was exhibiting high threshold behavior. The lead was removed from service. No patient complications have been reported as a result of this event.